Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21500. It was reported the pt (B)(6) was implanted for complex regional pain syndrome. The pt had not been receiving effective pain relief from the scs system for several months. The sjm rep reprogrammed the pt multiple times and was able to restore reasonable stimulation coverage; however, reprogramming did not provide sufficient pain relief. In (B)(6) 2014, the pt developed new pain that was diagnosed as cellulitis (resulting in inflammation and fluid build-up). The pt also developed deep vein thrombosis in the same leg. The sjm rep confirmed stimulation coverage in the pt's targeted pain area. Subsequently the pt's scs system was explanted after a failed re-trial with another manufacturer's system.